Event description:
"S/p b submusc infra 375cc siltex mentor salines for augmentation. The l one deflated a few mos ago but pt was unable to have replacement" secondary to "being pg". Pt "was scheduled for replacement b (recalled product) but md refused to perform, no additional money at last minute. Desires larger implants and denies any local/systemic c/o h/o trauma. Pt otherwise healthy."